Manufacturer narrative:
Section b.5 was corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, after the valve was loaded into the delivery catheter system, the valve load was reviewed via fluoroscopic inspection. A misload was identified and was further described as an infold which extended past node 4 of the valve frame. The valve was not implanted. A new medtronic system was prepared. The valve load was performed without issue and used for a successful implant. It was noted that the valve was loaded by an experienced loader. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was received inside a return kit packaging. The valve was contained inside its original packaging jar, fully submerged in unidentified solution. The valve exhibited discoloration consistent with blood exposure with remnants of coagulated blood. The valve was received slightly compressed at the inflow region. Leaflets 1 and 3 were observed in a partially open position, while leaflet 2 appeared closed. All leaflets displayed creases and visible frame imprints. The leaflets were flexible and remained intact. All commissures appeared intact. All sutures appeared intact with no visible damage. The valve was submerged in a warm saline bath (approximately 37¿°c), resulting in expansion of the frame. The frame displayed no damages, such as bends or kinks, after warm saline submersion. The valve was immersed in a cold saline bath and positioned onto the loading system to perform a loading simulation following the instructions for use. The frame paddles seated properly within their attachment pockets. The capsule was advanced to cover the frame paddles and outflow crown st ruts, then further advanced until the capsule guide tube covered the valve¿s commissure pad. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. Post-loading inspection of the capsule revealed no visual or tactile anomalies. Following loading, the valve was deployed in a warm saline bath (approximately 37¿°c). The deployment knob was rotated to expose the inflow portion of the valve, with no visual anomalies observed. Deployment continued through the waist region and progressed to the point of no recapture without issue. The valve was then fully deployed. No visual or tactile anomalies were observed during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: d-evolutfx-2329 product serial/lot number: (B)(6). Image review: only one media file was submitted for review. Fluoroscopic inspection of the valve load was not available for review; however, it was reported that a misload was identified during inspection due to inflow crown overlap beyond node 4. The media file depicts a blood-contaminated valve on the sterile field, suggesting that an implantation attempt was made and the valve was subsequently removed. As the valve is deployed on the sterile field, an infolding of the frame is suspected. Based on the image analysis, the available information is insufficient to draw a definitive conclusion. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, after the valve was loaded into the delivery catheter system, the valve load was reviewed via fluoroscopic inspection. A misload was identified and was further described as an infold which extended past node 4 of the valve frame. The system was not used. A new medtronic system was prepared. The valve load was performed without issue and used for a successful implant. It was noted that the valve was loaded by an experienced loader. No patient complications were reported as a result of this event.